Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station had a failed full-height drawer. The field service engineer checked the module controller board and found to have lights. The row board cables and pyxibus connections were removed and reseated, but this did not resolve the issue. The drawer controller board was then removed and replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubies either failed to open or failed to lock. The customer stated that this malfunction occurred while dispensing the medication and they were unable to remove or issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.